Event description:
It was reported that the lead failed during a battery replacement. After unplugging from the old device, it was discovered that the insulation material between the pin and the ring of the socket was missing. Therefore, there was a short between the contacts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. Visual analysis indicated that only a small proximal segment was returned.